Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the hcp attempted to interrogate the device three times on (B)(6) 2019 and was unable to successfully interrogate. No actions were taken and the event was unresolved with no further actions planned. On (B)(6) 2019, the hcp was again unable to interrogate the device. They attempted to interrogate the device to determine the patient¿s percentage of use and programs used, but they were unable to read the device. This issue was also noted to be unresolved with no actions planned. The cause of the issue was not provided. No symptoms or further complications were reported or anticipated.